Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium prime coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened axium prime implant coil outer carton, and within an opened axium prime implant coil inner pouch (incorrect inner pouch). Damage location details: the axium prime implant coil was returned with the introducer sheath; however, the introducer sheath was not applied to the axium prime implant coil. The introducer sheath was found to be in good condition. The pushwire was also found to be bent at ~154.5cm from the proximal end. The axium prime implant coil was found to be broken off, stretched, and damaged within the introducer sheath. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime implant coil tip od (outer diameter) was measured to be .0102¿ which was found to be within specification (specification .0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured to be .0185¿ (0.47mm) which was found to be within specification (specification 0.46mm +0.02mm/-0.02mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil had resistance in the sheath. The device was attempted to be inserted into the microcatheter, but it did not advance from the sheath into the microcatheter. Despite several attempts to push and pull, it did not progress and was subsequently withdrawn. Upon examination, the connection between the coil and the wire appeared to be broken. The devices were prepared as indicated in the package insert. The event was not associated witha patient. Ancillary devices: headway duo microcatheter (B)(6) 2025 ared (rep, for, hcp): additional information received that a continuous saline flush was administered and maintained as indicated in the IFU. During preparation, the introducer sheath was not held vertically when the implant coil was pulled back inside during hydration.